Event description:
It was reported by a vet that during an animal surgery the needle pulled off the suture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The returned sample was found to be out of specification. The evaluation found a clip off defect.